Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) was in drain 5 of 5 and stated had been stuck for an hour with no alarms, drain volume 3288ml. The technical service representative (tsr) reviewed programming: fill volume 2000ml. The tsr reviewed therapy: cycle 5 ultrafiltration 1297ml. The hp stated she was empty and needed to bypass to last fill. The tsr assisted with bypassing to last fill. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.